Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There have been no trends identified related to this type of event. Dimensional inspection of the returned implant and trial component found both components met the appropriate design specification.

Event description:
It was reported that during total hip arthroplasty in 2007, physician encountered fit related difficulty between the implant and trial component. As a result, a 30-45 minute delay was experienced.